Event description:
This is the same event and same patient reported under MDR ID #2399859-2001-00036. (Mmc #2003075) this is the first MDR submitted for the first suspect product. Hypersensitivity injection site/positive skin test after treatment. Treated with oral claritin by a physician other than reporting physician.